Manufacturer narrative:
(B)(4). Previously reported on (B)(4) with MDR# 3030677-2016-01135. Investigation pending the return of the device.

Manufacturer narrative:
UDI #: n/a.

Event description:
It has been reported that the AED did not pass self diagnostic check.